Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the customer had issues with the reservoir. Customer's blood glucose was 160 mg/dl. Customer's parent stated that after filling reservoir with insulin and connected to infusion set tubing, the insulin squirted out. Customer's parent stated that reservoir change resolved the issue. Advised customer's parent that it is an issue of possible vent blockage. Replacement reservoir will be sent and reservoir is not expected to return for analysis.